Event description:
The customer reported that the sys displayed a battery charger failed error message at boot up. This error message will likely prevent the sys from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery charger was replaced. The system was then found to be operating as intended.